Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the device fractured at an unknown time and place. All the pieces have been received.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable under this MFR number. This event will be reported as MDR # 0001822565 - 2017 - 08210.